Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was broken and the device failed to charge it's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issues. The device failed a step during testing. The device's sensor board was replaced to address the issue.